Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 15-aug-2016. The site indicated that the device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.

Event description:
The customer reported that the rf detect gauze is shedding debris. Neither patient injury nor medical intervention has been reported. The customer has indicated the sample is not available.